Manufacturer narrative:
A sample device was not returned for analysis; lens remains in the eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, particle was found on the posterior side of the lens. They cannot see any particles in the cartridge when the lens is loaded. They always find the particle first when the lens has been injected. The surgery was completed by removing the particle from the lens when it was implanted into the eye. Additional information was requested.

Manufacturer narrative:
Photo provided shows implanted iol. Marks/ lines are visible over the iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).